Event description:
It was reported that the patient's leg felt rubbery and he fell a couple of times before he was taken to the hospital. MRI determined that the catheter was pulled out and there was "crystallization" which had formed a mass over the patient's spine. The system was explanted. Patient had developed pneumonia, and was also suspected to have meningitis. It was reported that the event started around two weeks ago. The patient was currently in the hospital. A follow-up report will be sent when additional information becomes available.

Manufacturer narrative:
Catheter: model 8709sc, serial #: (B)(4), implanted: unk, explanted: unk.